Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer being new to the pump and not delivering a bolus for food, the customer's blood glucose (bg) level became elevated. Reportedly, the customer's blood glucose level was 400 mg/dl, which was addressed with a manual injection. Recommendation was made to discuss diabetes management with health care provider.